Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose (bg) level was 520 mg/dl. Customer gave a correction bolus via pump and gave a manual injection to address bg.. The customer reloaded the cartridge to resolve the issue. It was also reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.